Event description:
According to the initial report received via email on 08apr2026 from artivion complaint manager, l.b., protect study patient (B)(6) experienced a serious adverse event. A cardiovascular event involving a pericardial effusion occurred in protect study patient (B)(6). The patient had been implanted with an amds device (catalog number: amds-55-55, lot 21476784-3535). The adverse event began on (B)(6) 2021 and resolved on (B)(6) 2021. Device problem summary: the reported event involved a pericardial effusion; however, the relationship to the amds device and the amds implant procedure was assessed as unlikely. The adverse event report indicated that no device malfunction or deterioration in device characteristics or performance occurred. Additionally, the event was attributed in part to the patient¿s pre-existing condition, specifically debakey type a dissection, rather than to a deficiency of the device. Patient impact: the patient developed a pericardial effusion requiring hospitalization and medical intervention. Approximately 1250 ml of fluid was drained via chest tube insertion, and the patient was treated with colchicine at a dosage of 0.6 mg. The patient was hospitalized from (B)(6) 2021 to (B)(6) 2021 and underwent pericardiocentesis to manage the condition. The event met the criteria for a serious adverse event due to inpatient hospitalization and the need for medical intervention; however, the patient¿s condition ultimately resolved.

Manufacturer narrative:
Please note the hde number for this device - h230007. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.